Event description:
The customer reported that after placing the foley catheter at the operating room, upon her return at night, the catheter was no longer draining the urine. The patient was in a urinary retention state and there was less than 1cc in the balloon where as she inflated it at 3cc when placed. At the catheter withdrawal the patient urinated a lot, then she replaced the silicone foley catheter under meopa with no difficulty. The customer wouldn't be able to tell if the catheter, which gave urine when placed, was clogged, or if the balloon got deflated provoking the migration of the catheter in the urethra and no bladder drainage.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported issue and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.